Event description:
Fixation suture right eye eroded through conjunctiva. Patch graft successfully placed unrelated to implanted device.

Event description:
The capsular tension ring device was in excellent position and was unaffected by this superficial erosion of the conjunctiva overlying the suture. The device is unrelated to the erosion and the erosion simply relates to a thin conjunctive in an elderly pt." As noted in both the medwatch form and the subsequent expanded explanation provided by dr, the incident was unrelated to the implanted ctr.